Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator. It was noted when the package was opened, the head of the electrode was found to be bent. They were not sure of any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. Interventions involved replacing the new electrode and timely understanding of the problem. The issue was considered resolved at the time of report. No complications were reported/anticipated.